Event description:
A report was received that the patient had loss of stimulation. Database analysis revealed that several contacts of the leads were showing high impedances. The patient underwent an explant procedure. The physician had suspected device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 14682195, description: next generation anchor kit-sterile; model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had loss of stimulation. Database analysis revealed that several contacts of the leads were showing high impedances. The patient underwent an explant procedure. The physician had suspected device malfunction.

Manufacturer narrative:
(B)(4). The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. Sc-2218-50 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-4316 the clik anchors are intact and no parts of it are missing.